Manufacturer narrative:
The device was not returned to omsc for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc assumed that the reported event was caused by deterioration or impact such as excessive force or dropping due to user handling. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) pty ltd and found that the power cord receptacle was broken. There was no report of patient injury associated with this event.